Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by field service representative (fsr), a search for similar complaints, a review of instrument service history, and a review of product labeling. The field service representative (fsr) observed particles in the water tank and residue/dirt in the syringes. The fsr drained the system, cleaned the water tank, water bath, syringes, cuvettes, wash cups, and wash nozzles. The fsr flushed the instrument and verified that qc was in specification. No result issues have been reported since the instrument was serviced/cleaned. A definitive cause of the discrepant result was not identified, therefore, the (B)(4) was considered the likely cause. A search for similar complaints did not identify an adverse trend. The instrument service history review did not identify any tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No systemic issues and non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All patient details have been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ldh results when processing on the architect c8000. The following data was provided for sid (B)(6): initial result was 302.44 u/l, retest on the architect c16000 generated a result of 266.21 and retest on the c8000 generated a result of 260.27 u/l. No impact to patient management was reported.